Event description:
It was reported that the scale was inaccurate due to a bent frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - bed will be replaced.